Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device was broke off in the distal part, all pieces were removed from patient. It was detected during procedure. No patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.